Event description:
It was reported that the patient was taken to surgery on (B)(6) 2015 and the surgeon rearranged the device in the pocket so that the lead was extending more medial and superior. The device was tested intro-operative and found to be functioning well; device diagnostics ok. No trauma or manipulation evidence, the patient is now doing well with no complaints.

Event description:
On (B)(6) 2014 it was reported that the patient¿s vns has flipped on its side and ¿feels like it¿s going to pop out of the skin¿. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
.